Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed); full lead returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed), the inner insulation was torn, the outer insulation was breached cut, there was apparent explant damage and the lead was stretched; full lead returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed); full lead returned and analyzed.

Event description:
It was reported that the rv (right ventricular) lead had moved and the patient could not be paced in the rv at maximum output. The lead was explanted. Two replacement leads were attempted via the coronary sinus. After several hours trying both leads, the patient could not be paced at less than 5 volts in any of the branches, so the approach was abandoned and the leads were not used. The rv lead was ultimately replaced the following day. No patient complications have been reported as a result of this event.